Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional products: heartware ventricular assist system ¿ controller 2.0, model #: 1420 / catalog #: 1420 / expiration date: 31-oct-2018 / serial or lot#: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun. Mfg date: 31-oct-2017. Labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a controller began to heat up and there were alarms. The ventricular assist device (vad) was also noted to have increased speed. After replacement of the controller, the speed returned to normal. The controller was removed from service and the vad remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the pump and the controller were not returned for evaluation. The reported overheating event could not be confirmed since the controller was not available for analysis. Log file analysis revealed that the controller in used during the reported event date contained a software with a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Review of the alarm log files revealed 16 critical battery alarms logged since 19/jul/2019 due to communication errors. Additionally, a vad disconnect alarm was logged on 23/jul/2019, which corresponds with the reported controller exchange. As a result, the reported "multiple alarms" were confirmed. Log file analysis did not reveal a change in vad speed; however, log file analysis did reveal a slight increase in power consumption starting 16/jul/2019. The patient likely perceived the slight increase in power consumption as the reported "increased speed" event; as a result, the reported event was confirmed. Based on the risk documentation, the most likely root cause of the slight increase in power consumption can be attributed to multiple factors, including but not limited to external factors such as thrombus formation/ingestion, inappropriate pump rotational speed, and/o r patient related factors. The most likely root cause of the critical battery alarms can be attributed to communication errors between the controller and batteries. Applicable risk documentation and experience with events of similar circumstances were considered; events involving a controller overheating may be attributed, but not limited to, environmental factors and/or to a controller malfunction. Concomitant medical product: model #: 1420, serial or lot#: (B)(4), device eval by MFR: yes, FDA method code(s): 4112, 4114, FDA results code(s): 3213, FDA conclusion code(s): 4307. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.